Event description:
It was reported that during a caudal pancreatectomy procedure, the stapler locked after the stapling is not possible opening. There was no serious damage and permanent. The patient did not need to be reoperated or prolong hospitalization. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the device removed from the tissue? Did the device eventually open? If yes, please provide the steps taken to open the device. Was the device articulated when this occurred? If yes, please provide the position. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) What color cartridge was being used? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing or firing)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention?